Event description:
Boston scientific received information that, during a routine device replacement procedure, this device failed to convert the patient's induced arrhythmia. A shock impedance measurement during the conversion attempt was less than 20 ohms, and a fault code for a shorted shock condition was noted. External defibrillation was required. The related competitor lead was replaced. During the next induction attempt the device took a long time to charge to 1.1 j, and a charge timeout error code was noted. The device then declared end of life (eol). The device was replaced.

Event description:
The device was returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection confirmed no arc marks on the device case. A review of device memory revealed the device had reached eri due to a charge time of greater than 15 seconds, then a capacitor reformation produced a charge time of 28.5 seconds. The device had not declared eol, but did trigger the charge timeout error code. Memory also confirmed a shorted lead condition had been detected. An x-ray of the device was performed, revealing the plasma fuse was damaged, consistent with excessive electrical energy. The damaged plasma fuse prevented the capacitors from charging within 45 seconds. Laboratory analysis concluded a short occurred in the related lead that damaged the plasma fuse, resulting in the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.